Event description:
Pharmacy tech reported patient stated pump ran out too soon. Facility did quick test and found pump infused 600 ml when volume should have been 500 ml. Technician report no patient injury. The patient was on tpn and was not able to ramp down. No medical interventions required.